Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Also, it was noted that the pump battery gauge was depleting quickly, dropping from 70% to 10% over night. Reportedly, the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source. It was noted that a cartridge alarm 1 occurred during basal delivery. Also, it was reported that the customer received multiple change cartridge error messages while attempting to load multiple new cartridges. These reported issues did not impact the customer's blood glucose level. However, the customer's blood glucose (bg) level was 292 mg/dl and the customer believed it was due to traveling. The customer addressed the bg level with a bolus via the pump. The customer declined to troubleshooting for the elevated bg level. Reportedly, the customer would continue to use the pump until replacement pump is received.